Manufacturer narrative:
The customer reported that the device would 'lock up' when the charge button is depressed. The device was evaluated at philips, and the symptom was duplicated. Both the therapy and the processor pcas were replaced. This resolved the reported symptom.

Event description:
The customer reported that the device would 'lock up' when the charge button is depressed.